Manufacturer narrative:
The customer contacted the siemens customer care center. The customer obtained discordant bun results on august 30th and 31st, as well as out of range quality controls (qc) for the method. On (B)(6) the customer also experienced a hydration issue with the total bilirubin reagent. A siemens headquarter support center (hsc) specialist reviewed the instrument data. Hsc concluded the customer had an issue with their reagent preparation probe ultrasonic transducer at the time of the event. The customer had other methods, other than bun, fail hydration qc. The customer replaced the reagent preparation probe to correct the hydration issues. The cause of the discordant bun results was due to a reagent preparation probe malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low blood urea nitrogen (bun) results were obtained on patient samples on a dimension vista 1500 instrument. The customer also reported that quality control results were out of range for the method. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument using a new reagent flex and on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physicians.there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun results.